Event description:
The device was removed due to a "hole in tubing to cylinder". As reported to co the pump and assembly kit component only were removed and replaced; leaving the reservoir and cylinder implanted during the initial surgery in place. 1/9/97 upon receipt of the physician/surgeon's operative report, it stated". Failure of prosthesis, replacement of pump. An incision was made from the base of the penis onto the scrotum for 2 inches. This was over the pump of the co's is prosthesis, carried down to expose the pump and on exposing the pump co found that there was a hole in both the tubings going from the pump to the cylinder. The entire pump was removed after corssclamping above the connector".